Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1havd, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-jun-2021, UDI#: (B)(4). Conclusion code 22 applies to the lead (va1havd). Code 67 applies to the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was getting shocked from their device. They attempted to shut the device off, but it kept turning itself back on. On (B)(6) 2018, the patient was seen in the clinic and stated their device wasn¿t working correctly. The hcp offered to turn the device off, but the patient refused, stating they would rather deal with the shocks than deal with the worsening bladder symptoms. A device interrogation was performed and showed impedances ranging 1016 to greater than 4000 [ohms]. The greater than 4000 levels were in four combinations. It was noted that the battery life was 75-99 months. The patient reported on (B)(6) 2018 that the device turned itself off after they felt the shocking pain and they hadn¿t turned it back on since then. It was noted they did not feel the pain on the day of that report. A device interrogation found negative impedance and program 1 was at an amplitude of 1.4. The device was turned back on. Imaging showed that the lead appeared to have had some slight anterior migration. The ins was not tender and the lead was palpable. It was noted that the device was reprogrammed on (B)(6) 2018 and the issue was resolved without sequelae as of (B)(6) 2019. The cause of the reported issues was not provided. No further complications were reported or anticipated.